Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the suggested event could not be specified from the provided information. There is no certainty if reprocessing steps of air/water-cylinder, air/water-channel, and auxiliary water channel were deviated from instructions for use. The event can be detected/prevented by following the instructions for use: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope's switch 4 was defective. The device was returned for evaluation. During the device evaluation, the following was found: the air/water cylinder, air/water tube, and the jet tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the evaluation found the following: the switch box had a scratch, the air/water cylinder and suction cylinder had no color, the adhesive around the objective lens and light guide lens had a white-clouded area, the scope connector case unit was dirty due to water leakage, and the connecting tube had buckling. The following had corrosion due to water leakage: the switch flexible printed circuit unit cover, plug unit, circuit board in the suction connector, scope connector cover unit, and the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.